Event description:
It was reported that pt complained of pain operatively. When the surgeon went in, he stated that the trunion was loose. The surgeon performing the second surgery was a different surgeon than the one who performed the implantation. The surgeon did not have any athrex instrumentation at the time the revision was taking place because it was though the implant was from another manufacturer. It was then when the arthrex rep was called into the revision rep arrived when the stem, the head and the inclination piece were already removed. He noticed the indication mechanism on the stem that holds the trunion to the stem, was broken off. Rep believes the piece broke because the surgeon was prying on the device while trying to remove it without the appropriate arthrex instrumentation to remove any of the implanted devices. Surgeon made a cut down the humerus to extract the stem.